Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir had a leak. The customer¿s blood glucose level was 260 mg/dl. The customer reported air bubbles in reservoir, also smell of insulin and moisture in past o-rings. The customer stated the leak was past second o ring. The reservoir will not be returned for analysis.